Event description:
The complainant reported that the hub blew apart from the catheter during high pressure injection at the 1200 psi. Contract was sprayed all over room and staff. A new catheter was placed and the procedure continued (angiogram of the fistula). The patient was reported as being fine.

Manufacturer narrative:
Evaluation: conclusions - other, the suspect device was not returned. An investigation will be performed and a follow-up report will be submitted when additional information is available.